Event description:
It was reported that, during reprocessing, the scope tested positive for an excessively high bacterial count of >150 colony-forming units (cfus) of aerobes and mesophiles and the presence of escherichia coli and enterococcus faecium in the pool sample. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the air-water tube, air-water cylinder, and distal end cover exhibited foreign objects. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the final investigation. Despite good faith attempts the cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 03/04/2025. Sampling from: air/water channel. Cfu: 1. Bacterial identification: paracoccus sp. Sampling date: 03/04/2025. Sampling from: auxiliary channel . Cfu: 3. Bacterial identification: dermacoccus sp, staphylococcus pasteuri. Sampling date: 03/04/2025. Sampling from: instrument channel . Cfu: 3. Bacterial identification: filamentous fungi . Sampling date: 03/04/2025. Sampling from: suction channel . Cfu: 4. Bacterial identification: filamentous fungi . Sampling date: 16/04/2025. Sampling from: air/water channel . Cfu: 2. Bacterial identification: filamentous fungi . Sampling date: 16/04/2025. Sampling from: instrument channel . Cfu: 5. Bacterial identification: filamentous fungi . Sampling date: 16/04/2025. Sampling from: suction channel. Cfu: 7. Bacterial identification: escherichia coli, filamentous fungi . The device was evaluated where an additional potential adverse events were confirmed where foreign material was noted in the air-water tube, air-water cylinder and plastic distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, device damages (e.g. Scratches, cracks, creases, kinks, foreign objects in channels) could be a source of microorganisms. However, a conclusive root cause was not determined. When olympus culture tested after reprocessing in accordance with the IFU after repair, the results conformed to the regulation's recommendation. Based on the results of the foreign material, it was confirmed that foreign material was in the air-water tube, air-water cylinder and plastic distal end cover, but the type of material and root cause was not determined. Olympus will continue to monitor field performance for this device.